Manufacturer narrative:
Device is a combination product.

Event description:
Reportable based on device analysis completed on 11-oct-2018 it was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery and was 32mm long with reference vessel diameter of 3.0mm. A 32 x 3.00 promus premier drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, device analysis revealed the stent was detached/separated and damaged. The stent was returned detached from the balloon and expanded. Stent damage was also noted. The crimped stent od (outer diameter) is within specification. A visual and microscopic examination of the bumper tip showed no signs of damage. The balloon cones were reviewed and no issues were noted. The balloon wings were relaxed from their originally folded position. Stent crimp markings were present on the balloon body. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion found no issues along the midshaft, inner or outer shaft polymer extrusion. No other issues were identified during the product analysis.